Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported a corneal burn occurred during a procedure. At the time of the event, the surgeon was in sculpt mode and reported having heard the occlusion bell a few times. The surgeon indicated the tip lost cutting ability and the occlusion bell was heard again. The tip was refluxed and the procedure continued. At the end of the procedure, the wound would not seal well. Four sutures were used to close the wound. Additional info has been requested.